Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d9, d10, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the worn-out video connector unit exhibited a loose latch, flickering, loss of image when the cable was wiggled, complete image loss, and internal corrosion/dried residue/dust accumulation on the contact pins. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to worn out video connector unit found poor connection. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had red and orange streak on the screen. The issue was identified during diagnostic colonoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.